Event description:
Pt experienced a syncopal episode during which pt fell and dislocated shoulder. Pt does have history of cardiac diseases. Does have a pacemaker in place. Syncopal episode determined to be related to lead failure.